Event description:
The customer contacted physio-control to report that they had been unable to register the patient's ECG through the device's paddles lead. Therefore the need for defibrillation therapy could not be determined.there was patient use associated with the reported event however, no information about the patient's details or outcome was provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device, but could not verify the reported failure. Physio-control performed some unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.